Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, after extending several times, the physician was unable to advance the helix of the lead. The physician removed the lead for further testing and attempted to advance the helix once more to no avail. The physician opted to replace the lead. No patient complications have been reported as a result of this event.